Event description:
It was reported, that before a coronary drug eluting stenting treatment procedure, the physician opened the package and found the stent to be damaged. The struts were bent on the stent. The stent did not get used and was exchanged for a different stent. The product had no pt contact, therefore there were no pt complications.